Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced.

Event description:
It was reported that the patient presented to the ER after being found unconscious in his home. Upon interrogation, the programmer showed several alerts, output circuit damage, noise, and aborted therapies, and low l ead impedances. The patient has not yet regained consciousness and neurological function maybe compromised. The patient is fairly sick and no system changes will be made at this time. Egms show aborted charges due to lead noise.